Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review showed dislocation with superolateral position of the prosthetic femoral head in relation to the cup. There is no evidence of fracture. There is a small focus of abnormal radiolucency adjacent to the femoral component in gruen zone 1 consistent with focal osteolysis. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05593 - 1, 0001822565 - 2018 - 05594 - 1.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Dislocation was seen on the x-rays received. No further event information available at the time of this report.